Event description:
Additional information received: on 13 december 2017, a 25mm trifecta gt valve was implanted. On (B)(6) 2019, the patient was admitted to hospital with suspected endocarditis and aortic regurgitation. An esophageal echo was performed and confirmed a lose leaflet. On 18 december the valve was explanted and replaced with an unknown valve.. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of regurgitation due to a torn leaflet was reported. The suspected endocarditis was reported was not confirmed by examination performed in the field. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. On (B)(6) 2019, the patient was admitted to hospital with suspected endocarditis and aortic regurgitation. An esophageal echo was performed and confirmed a lose leaflet. On 18 december the valve was explanted and replaced with an edwards lifesciences 23mm magna ease valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. On (B)(6) 2019, the patient was admitted to hospital with suspected endocarditis and aortic regurgitation. An esophageal echo was performed and confirmed a lose leaflet. An explant procedure is anticipated but has not been confirmed. The patient was reported to be in stable condition. Additional information was requested but not yet received.